Event description:
Description of event according to the initial reporter: component separation. Overlap section not included in scan range. Component separation, on (B)(6) 2018: thoracic endograft gore 40x150. Component separation repair. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.